Event description:
It was reported that early implantable neurostimulator (ins) depletion was suspected and the patient had less than 50 percent therapy relief. The ins was programmed to c+, 1- at 90 us and 180 hz. Impedance was measured to be 787 ohms. After the ins replacement, the patient was doing well and receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay.